Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the complaint was able to be replicated. After a visual inspection it was found that the downstream occlusion (dso) seal was degraded, and the lens was replaced with a new one since it was scratched. The probable cause was degraded dso seal. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device has a bubbled downstream occlusion (dso) seal, cracked battery compartment latch, and required a software upgrade. During device evaluation, it was found that the dso seal was degraded. There was no patient involvement.